Event description:
The reporter stated that he was using the device for the first time and obtained a low glucose result of 62mg/dl. He compared this result to a nurse's meter which read 250mg/dl. He did not reprot any treatment. The device was replaced and requested to be returned for evaluation.